Manufacturer narrative:
Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred. Fdc updated to 22

Event description:
It was reported the patient experienced and electric shock when the stimulator was turned on. The shock only happened once and the reason for the shock was unknown. The device was interrogated and impedances were all okay. No action was taken and the event was considered resolved without sequelae. The etiology was the lead and was noted as related to the device or therapy and not related to the procedure.

Manufacturer narrative:
Concomitant: product ID 39565-30, lot# 0206941543, product type lead. (B)(4)